Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.209" from the base. The broken piece was returned. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's tip broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure and no fragments were left in the patient. The procedure was completed using a backup harmonic ace instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon and surgical assistant used an endoscope to remove the fragment. The assistant compared the broken end and concluded that all pieces of the instrument were retrieved. There was no additional procedure or post-operative tests required. The surgeon believed the instrument broke due to a quality problem. The instrument was inspected prior to use with no damage observed. The instrument was used for dissecting for more than an hour prior to the break. The surgeon noticed that there was a decrease in instrument efficiency during the procedure. The patient has not returned due to post-surgical complications.